Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump is going through batteries every 2 to 3 days and that he received a weak battery alarm. The customer indicated that the power to the pump shut off but that he did not receive a battery alarm immediately beforehand. The customer's blood glucose reading was unknown at the time of the incident. The customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction if needed. The customer was advised that a new battery cap would be provided to him.